Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Event description:
A user facility inventory manager reported a dialyzer blood leak event during a patient's hemodialysis (hd) treatment. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the complaint device was not returned for manufacturer evaluation. As no lot number was provided for this complaint, a search was performed to obtain all lot numbers with the reported catalog number delivered to the patient¿s dialysis unit in the three months prior to the complaint occurrence date. Fourteen lots were found to have been delivered in this time period. A production records review was performed. Out of 14 lots, six lots had one to multiple complaints reported against them: lot 23su06028 had four complaints addressing internal blood leaks (no samples) and the cap coming off (no sample). Lot 24au06016 had one complaint which addresses a fiber leak (no sample). Lot 24au06021 had two complaints confirmed due to fiber leaks. Lot 24au06034 had two complaints addressing an internal blood leak (no sample) and a confirmed soft pu on the dialyzer. Lot 24au01002 had one complaint which addresses a blood leak (unknown if internal or external; no sample). Lot 24au07001 had one complaint which addresses an internal blood leak (no sample). The lot trend could not be evaluated as a specific lot number was not provided. An investigation of the device history records (DHR) was conducted by the manufacturer. There were one to multiple approved temporary deviation notices (dn) reported on the lots and and one to multiple non-conformances noted on lot 24bu01014 which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lots met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. He complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.